Event description:
The facility reported an infusion pump with an error 703. The event was reported to have occurred during pt infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Though requested, no additional info was provided regarding the pt's demographics, medication involved, medical intervention, or the device programming. No additional contact info was available.